Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was seen on the ventricular channel leading to ventricular noise reversion episodes. Patient is pacer dependent. Sensing configuration was changed to unipolar and sensitivity was reduced. Lead remains implanted.